Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history review ((B)(4)) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided, the root cause of the reported event could not be determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that following the deployment of the mynxgrip device, the patient developed a hematoma of 6 cm or less. The device was being used with a 6f procedural sheath for arterial closure following an interventional procedure. There were no issues with the mynx deployment. The hematoma was noted when the patient was transferred from the catheterization table to the stretcher. Manual compression was applied for less than 10 minutes to resolve the hematoma. The patient was subsequently transferred to the coronary care unit (ccu). Forty five minutes later, a hematoma of over 6 cm was observed again. Manual compression was applied for 15 minutes and a femostop was placed for over 1 hour at low pressure to treat the hematoma. The hematoma was resolved and the patient was transferred to the cardiology floor in a stable condition. The patient's hospitalization was not prolonged as a result of the event. No further information is available.